Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has overheating problems.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced the compressor, sintered line vacuum and pressure filters to resolve the issue. The fse performed diagnostic tests. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) has overheating problems. There was no patient harm reported.

Manufacturer narrative:
Updated sections: b4, e1(name), e2, e3, g3, g6, h2, h10, h11. Corrected sections: b5, h6(health clinical & impact).